Manufacturer narrative:
(B)(4). The healthcare facility reports that the patient's post-operative outcome deviated from the target refraction and as a result the iol was explanted. The lens has been returned to rayner for analysis. The results of the analysis performed will be provided in a follow-up report. No further information has been provided at this time. Additional information, including a detailed patient medical history, has been requested from the healthcare facility to facilitate further investigation of this report.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a rayner iol (model number, lot number and power not specified). The event description provided by the healthcare facility states that the patient's post-operative refraction deviated from the target refraction and as a result the lens was explanted.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the patient's post-operative visual outcome deviated from the target refraction and a result the rayner iol was explanted. Following explanation of the rayner iol, the healthcare facility redid the patient's biometry and implanted another lens. The healthcare professional confirms that the patient's refractive outcome is now as expected. In discussion with the rayner sales specialist the healthcare professional stated that he believed that the deviation in target refraction was attributable to a biometry error.

Event description:
On 19th february 2016, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a rayner iol (model number, lot number and power not specified by reporter). The event description provided by the healthcare facility states that the patient's post-operative visual outcome deviated from the target refraction.